Event description:
A malfunction alarm was reported, displaying malf 12 and fault ID [12-0x2071]. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood this guidance.